Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8015 sn (B)(4), unable to activate data set. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. Case resolution: I assisted biomed on 8015 sn (B)(4), unable to activate data set. Resolution, I ask biomed to transfer the network configuration package and clear data set and walk her to the process of confirming server is connected and data set was activated. Issue was resolved. (B)(4).